Event description:
It was reported that the patient underwent a spinal surgical procedure at l2-4. Sometime post-op the patient underwent a revision surgery to extend the fusion to l5 via an olif. During insertion of the l5 bone screw the tip of the driver broke off. The broken fragment was removed via suction. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3 mm of the instrument¿s tip has been broken off, which is consistent with interface with the screw head during use. Dimensional inspection of the inner shaft diameter confirmed conformance to the print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, which is consistent with torsional overload. The pin that holds the collar to the center shaft has sheared, which is also consistent with overload condition.